Event description:
It was reported to boston scientific corporation that a gold probe device was used during a colonoscopy procedure. According to the complainant, during the procedure, the probe had no power and did not cauterize. However, the bleeding ceased without further intervention, and no other device was needed. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be fine.

Manufacturer narrative:
Visual inspection of the returned gold probe device shows no anomalies. The device also passed electrical tests. The reported complaint was not able to be duplicated, or confirmed. The unit doesn't show any problem conducting current.a review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.(B)(4)

Event description:
It was reported to boston scientific corporation that a gold probe device was used during a colonoscopy procedure.according to the complainant, during the procedure, the probe had no power and did not cauterize. However, the bleeding ceased without further intervention, and no other device was needed.no patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be fine.

Manufacturer narrative:
The device has been received by this manufacturer, however, the investigation has not yet been performed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)